Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic. The device exhibited auto mode switch episodes due to far r-wave oversensing. Programming changes were made. The patient was stable during and after the event.